Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the first implant was placed, but the hcp used stitches instead of staples and the patient was allergic. She ended up getting a staph infection and had the implant and leads removed because the infection was moving up the wire. The patient had to wait 6 months before a new implant could be placed.